Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had been having bent cannulas and high blood glucose. Customer's blood glucose was 496 mg/dl, and went up to 569 mg/dl. Customer had stopped using the device and reverted back to the insulin injections because the customer was sick. After troubleshooting, customer was advised to call when the alarm occurs. Customer will not be returning the device for analysis.